Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with pain and blurry vision in the left eye two days post photo refractive keratectomy (prk). One day later, patient was referred to a corneal specialist for resistant infection. Upon follow up, patient does not have any return appointments scheduled. Patient was referred to corneal specialist for unknown infection. It is unknown if issues are related to prk treatment. Upon additional follow up, infection is clear. Central scar present in the left eye. It is reported that it is hard to assess how much it is affecting the vision yet.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).